Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h11.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit and found unit booted up ok, the compressor and all manifold test were ok. Autofill or machine can not pump balloon (wave going smallest and flat line). During the second visit the fse changed the pim and safety disk. Performed calibrations, 30 psi, regulator, helium and machine can do auto filling in operation mode. The fse suspected the issues was the pim or a leak. Finally, the fse replaced pneumatic module assy and all functional and safety test passed. Performed machine simulation for 1hour and all ok.